Event description:
Physician reports that a patient has presented with a pregnancy. The essure micro-inserts were implanted in the pt in 2007. The pt followed up with her 3-month hsg which was read by radiology as "bilateral tubal occlusion." Because it was an ectopic pregnancy, the pregnancy was terminated. Pt then underwent an uncomplicated tubal ligation at which point the right essure device appeared to be just under the serosa. The hsg was reviewed and it was originally misread and actually does show unilateral spill.

Manufacturer narrative:
(B)(4).